Manufacturer narrative:
This product was received and tested by technical services and though the no image failure was confirmed, the cause was not fully determined. The customer's blade was plugged into the customer's monitor and the monitor was powered on. The monitor displayed the "no video" error message. A test blade was plugged into the customer's monitor and the monitor displayed a video image with no issues. The customer's blade was tested with a test blade video connector cable and the "no video" error was displayed. Some damage to one end of the video cable connector housing was observed. There were no repairs for this failure, the customer's blade required replacement. The monitor and blade were returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, there was no signal. A delay in the procedure of less than one (1) minute occurred as a standard, non-video laryngoscope technique was utilized. No harm to patient or user was reported.